Event description:
It was reported that pump displayed malfunction alarm for malfunction code 12, which initially resolved after reset but later recurred. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, then switched to multiple daily injections as backup therapy when malfunction recurred, and technical support arranged shipment of replacement pump.